Manufacturer narrative:
It is not known at this time if a sample will be returned to baxter for evaluation. If the sample becomes available, a follow up report will be submitted.

Event description:
In 2009, during a follow up phone call for a low drain volume alarm, baxter became aware that the patient was previously diagnosed with peritonitis in 2009. The nurse stated the patient's spike from the homechoice set came disconnected from the dianeal solution bag. The patient presented with cloudy effluent, and did not recover from this event of peritonitis. Specific information from the peritonitis in 2009 was not available. The patient developed a recurrent peritonitis that was diagnosed about 2 months later. The patient's peritoneal dialysis effluent was analyzed and a culture was performed, but results were not available. The bacterium identified was staph epidermidis. The patient started hemodialysis therapy, and was scheduled to have his catheter removed in the next day. The patient's recovery is ongoing. No additional information is available.